Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device was received with the cutting wire loop missing from the electrode. Both shafts of the electrode displayed evidence of thermal damage at the fracture points. The cause of the user's experience cannot be determined at this time. The device was forwarded to the original equipment MFR for further investigation. A supplemental report will be submitted if add'l relevant info becomes available. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a transurethral resection of prostate procedure, following several activations of the electrode, a section of the wire loop on a high frequency electrode broke off inside the pt's bladder. The user's reportedly flushed the broken piece out and no fragments were observed following the procedure. The procedure was completed using a similar but different electrode. There was no pt injury reported.